Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post-sense after premature ventricular contraction (pvc) or aberrantly conducted beat. The lead remains in use. No patient complications have been reported as a result of this event.